Event description:
A nurse reported a system message occurred. The system was rebooted several times but the system message could not be cleared. Additional info, received from the service report, indicated the nurse reported they had a backup unit available. Additional info has been requested regarding pt status and details of the reported event but none has been received to date.

Manufacturer narrative:
The customer cancelled the service request as their account is covered by in-house biomedical engineers. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).